Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The manufacturer's field service engineer (fse) performed troubleshooting; however, the complaint could not be duplicated. The unit was powered on and off several times. The display and power status overlay checks were normal. The fse cleaned the display screen and completed performance verification testing. No issues were found this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator would not turn off completely. There was no patient involvement.